Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 06/20/2004 to present date 01/04/2021, and note that this device has been returned for service seven times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported unit failed barrel position test. There was no reported patient involvement.